Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from a hole in the yellow striped tubing through valve vl12a. The fse replaced the tubing to resolve the leak issue. The fse also replaced all the other tubing through valve vl12a, tubing through connecting y fitting, and mix check valves as preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 4 mls of fluid leaked from the coulter lh 750 hematology analyzer onto the counter during startup. The leak was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.